Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on the esc, act, up arrow, down arrow and express bolus button. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer¿s spouse stated that the insulin pump up and down buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's spouse also reported that the when customer puts in a bolus value and customer is at a high value like 400 mg/dl, it would not get the blood glucose number up that high when pressing the up button. No high blood glucose troubleshooting was performed and no form of treatment was reported. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.